Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the pk dissector instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint of "did not work properly." Upon visual and microscopic inspection, no damage was found to the wrist assembly or pk cradle. No cable damage or misalignment on grips was observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and performed grip function successfully. The electrical continuity also passed, indicated energy activation was ready for use. Additionally, the instrument was found have thermal damage of the bipolar yaw pulley. Black char marks were present at the distal end. Any material missing from the thermal damage of the yaw pulley was likely thermally induced rather than mechanical induced. This failure is typically associated with mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the pk dissecting forceps instrument was not working properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragments fell into a patient.